Manufacturer narrative:
This device is no longer reportable.

Event description:
Additional information received stated that there was no issue with this device. The paddle lead had migrated. This device is no longer reportable.

Event description:
Related manufacturer reference numbers: 1627487-2020-02631, 1627487-2020-02632, 1627487-2020-02633. It was reported that the patient experienced ineffective stimulation due to the leads disconnecting. In turn, surgical intervention was undertaken in 2012 (exact date unknown) wherein the entire scs system was explanted. It is not know which devices the disconnection occurred, therefore all devices are being reported.